Event description:
It was reported, the patient is unable to communicate with or charge his ipg. He has not used his scs system in over a year. A sjm representative met with the patient and confirmed the issue. He is scheduled for a revision to replace his ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.